Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. The haptic sheared off upon insertion into the patient's eye. The lens was removed with an enlarged incision and a suture to close the wound. Enlargement of the incision and a suture to close the wound is routinely performed by the surgeon. Another same model and size lens was used. The reporter the cause of this incident was loading error.

Manufacturer narrative:
(B) (4).